Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on an unknown right ventricular lead. A commanded shock was considered but has not been scheduled at this time. The patient has various comorbidities and the physician is also considering programming the device to monitor only. This ICD remains in service. No adverse patient effects were reported.